Event description:
It was reported that after a da vinci si surgical procedure had completed, the mega needle driver instrument would not slide/disconnect from the arm-it is still stuck to plastic insert. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Intuitive surgical, inc. Received the instrument involved with the complaint. Engineering confirmed that the instrument was still stuck to the sterile adapter (plastic insert) but the instrument was removed in-house using excessive force. Upon removing instrument, there was a piece of metal found on the magnet at back end of chassis causing resistance between chassis and sterile adapter after making contact. Additional observation not reported by the customer were deep scratches on the main tube. The distal end of the main tube had scratch marks exhibiting light material removal and a rough surface finish. Scratches were short in length and were not axially aligned with the tube. Scratches measured approximately 0.1185 and 0.2960. No other damage found. - evidence not conclusive, but main tube damage may be due to mishandling. The instruments & accessories instructions for use (IFU) specifically states: general precautions and warnings -handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the deep scratches found on the main tube found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.